Event description:
The customer reported through our welch allyn (B) (4) staff that their acuity central station would not boot. The system appeared to have power, but the fan did not go on and the hard drive did not spin. Tech support was not able to assist the customer in restoring normal operation, so they issued an RMA for the customer to return the system for evaluation. The initial report indicated that two pts were connected to the system at the time of failure. Log analysis on the returned unit found that no pts were connected at the time of the incident.

Manufacturer narrative:
We have received the device, but we have not yet completed our investigation.